Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23 mm trifecta valve was implanted. On (B)(6) 2016, an echo showed aortic, mitral and tricuspid insufficiency. A trifecta cusp perforation was noted. On (B)(6) 2016, the valve was explanted and replaced with a 27 mm epic supra valve. The native mitral and tricuspid valves were repaired and the ascending aorta was replaced. The patient was hospitalized from (B)(6) 2016. (Clinical study patient ID: (B)(6))